Event description:
Customer stated that the large driver arm is bent out of shape and the pump is not able to deliver. Could not prime because the arm is so badly bent. No further troubleshooting could be done.